Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. However, films were supplied for review which found grade one sp ondylolisthesis at l5/s1 stabilized by pedicle screws and rods. Screws appear to be 6.5mm screws. No interbody spaced noted. Lower screws appear to be broken mid pedicle.

Event description:
It was reported by the patient that the patient underwent a spinal fusion surgery. The patient reported that a screw had snapped off in the patient's lower back some time post-op. No additional patient complications have been reported.